Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Reloaded system software and calibration files. The system was found to be working as intended and placed back into service.

Event description:
It was reported that in the middle of a case, the user could not save images or change system mode on the 9900 system. After rebooting, the system worked as intended. No patient injury was reported.